Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Event description:
It was reported that there were no issues with the preparation of a xpert stent delivery system and during a popliteal stenting procedure, as a xpert stent delivery system was advanced over a non-abbott guide wire with the locking mechanism in the locked position, prior to entering the patients' anatomy, the physician noticed the stent was partially deployed. The xpert stent delivery system was removed and set aside. Another same size xpert stent delivery system was used successfully to complete the procedure. There was no adverse patient effect or so significant delay in the procedure reported. There was no additional information provided.